Event description:
It was reported by customer that the cardiosave intra- aortic balloon pump (iabp) had an internal communication system failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and discovered that k7 solenoid was not opening. The stm replaced drive manifold. A full calibration and functional check was performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that the cardiosave intra- aortic balloon pump (iabp) had an internal communication system failure. There was no patient involvement, and no adverse event was reported.